Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm in diameter abdominal aortic an eurysm. Prior to the implantation of the stent grafts at the index procedure it was reported that the another manufacturer's glidewire guidewire and another manufacturer's catheter caused a right common iliac artery dissection. The vessel morphology was reported as the right iliac artery measured 12-14mm in diameter. The vessel was re-wired via contralateral technique allowing access to the artery. The bifurcated stent graft and ipsilateral iliac extension were implanted in an anterior position, with the iliac limb crossing over the contralateral limb. The stent grafts were modeled with a reliant balloons with the last inflation on the right side. The final angiogram did not show any issues or endoleaks present. The case was completed. Later that evening it was reported that the contralateral limb was occluded. The physician elected to perform an embolectomy with a fogarty catheter, kissing balloons and implantation of bare metal stents. The blood flow was restored to the iliac arteries. The patient is doing fine. No clinical sequelae were reported and the patient is stable. Review of 2 still angiogram images shows that the contra limb was placed in the left common iliac; crossing over the ipsilateral limb. The contralateral limb is occluded beginning in the gate. The iliac limbs do not appear kinked. The post-intvention images show that the occlusion resolved. The cause of the occlusion could not be determined from these films.

Manufacturer narrative:
(B)(4), methods: (films). Results: inherent risk of procedure (endoleak); patient's condition affected effectiveness of device (anatomy related; small distal aorta). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; small distal aorta).